Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, after capturing a stone, an attempt was made to remove the basket. However, the basket tip detached into the common bile duct. No other visible issues were noted to the basket. The basket was removed from the patient and the procedure was completed with a different device. It is not currently known if the basket tip was retrieved from the patient or was left to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. .

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Additional information: the tip of the basket was not retrieved, it was left inside the patient to pass naturally. Reportedly, the device was inspected/tested prior to use and no anomalies were noted.

Manufacturer narrative:
A visual examination of the returned device found the basket tip to be disengaged and not returned. The basket/wire assembly was returned retracted into the coil assembly and could not be extended. The guidewire lumen (side-car) presented push-back and the coil assembly outer sheath was buckled. Further analysis of the basket wires found the ends to be slightly frayed and bent. The condition of the returned incident device was consistent with the complaint that the tip detached. However, the device is designed to allow for tip detachment if a stone cannot be crushed. Although it is unknown if the tip's force specification was exceeded, the tip likely detached due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. (B)(4).

Manufacturer narrative:
The exact expiration date is unknown, however it was reported that the device was not used past it's expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, after capturing a stone, an attempt was made to remove the basket. However, the basket tip detached into the common bile duct. No other visible issues were noted to the basket. The basket was removed from the patient and the procedure was completed with a different device. It is not currently known if the basket tip was retrieved from the patient or was left to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.